Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? Did only 1 suture pull off the needle during this procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used to grasp the needle? Where was the needle grasped during use? What does ¿rx¿ mean in the statement of ¿the patient underwent to rx to find the needle¿? Please explain. Please describe any medical/surgical intervention required for this suture event including dates and results. Please provide further details on how the needle was removed surgically. It was stated that the needle that was removed surgically. Was the needle removed during the same procedure or was a second procedure required? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent an episiotomy on an unknown date and suture was used. During the procedure, the needle detached from the row. The needle was lost in tissues and the patient underwent to rx to find the needle that was removed surgically. The surgery was delayed. The procedure was completed successfully. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 29 yo; f; 78 k; bmi 165, date of index surgical procedure? (B)(6) 2023. Did only 1 suture pull off the needle during this procedure? Yes. On what tissue was the suture used? Perineal muscle (episiotomy) what was the tissue condition (normal, thin, calcified, fragile, diseased)? Edematus, how was the suture placed (interrupted or continuous)? The thread detached at the first insertion in the tissue. How was the suture originally tied (multiple knots, square knot, etc.)? It wasn't tied. What instruments were used to grasp the needle? Needleholder where was the needle grasped during use? Yes, but the thread was already detached. Please describe any medical/surgical intervention required for this suture event including dates and results. The patient delivered at 15.45; during the episiorrhaphy the suture event occurred, and at 16.30 was decided to proceed with a pelvic and perineal rx to detect the needle (surgery room, patient sedated) please provide further details on how the needle was removed surgically. Once needle rx-locacalizzation occurred, it was digitally identified the most proximal site and the needle removed using a surgical forcep it was stated that the needle that was removed surgically. Was the needle removed during the same procedure or was a second procedure required? Second procedure after episiorrhaphy did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Edematous tissue . What is the patient's current status? Good conditions.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one sealed sample that pertain to the product code v9450h. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed and the pull force result was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: what does "rx" mean in the statement of "the patient underwent to rx to find the needle"? Please explain. Rx means that the patient underwent x-rays to find the needle.